Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, partially explanted. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 01-apr-2019 from a healthcare professional via a company representative who reported that the pump was delivering baclofen (100 mcg/ml at 64.9 mcg/day) and dilaudid (20 mg/ml at 12.98 mg/day). It was noted that the healthcare team that provided care for the patient had attempted to provide wound care for her back and get it to heal over with no success. The patient¿s wound on her back eventually became deep enough that her catheter was visible. During the pump and catheter explant procedure on (B)(6) 2019 the intrathecal portion of the catheter and the anchor where left implanted, and the catheter was tied off at the anchor. The portion of the catheter that was removed was discarded. The issue was noted to be resolved and it was indicated that the hcp had no further information to provide regarding the event. The patient¿s status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: product ID: 8709, lot/serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter; ubd: 01-feb-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an unknown medication via an implantable pump for spinal pain. It was reported the patient's catheter was exposed due to skin erosion. It was unknown when the issue began. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was reported the patient was in a nursing home and may not have been moving enough. Regarding diagnostics/troubleshooting and interventions/actions, a culture was taken. The issue had not been resolved at the time of the report. It was reported that surgical intervention had not occurred and it was unknown if surgical intervention was planned. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's weight, medical history, and other medications being taken at the time of the event were not provided. Additional information was received from the manufacturing representative (rep). Lab results were provided. Anaerobic and aerobic cultures were taken on (B)(6) 2019 from the pocket and back wound. No growth was identified in the pocket. Heavy growth of (B)(6) was identified in the sample from the back wound.

Manufacturer narrative:
Concomitant medical products: product ID 8709 lot/serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6) 2019. Product type catheter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). It was reported the infection began at the end of january (2019). Surgery did occur on (B)(6) 2019 and the device was removed. IV (intravenous) antibiotics were also administered. It was unknown how the patient was doing as of (B)(6) 2019. The return status of the catheter was provided as "not returned," and it was reported the device would not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that surgery had been planned for (B)(6) 2019. The information had been confirmed with the doctor.